Event description:
It was reported to philips that the battery (B)(4) failed to calibrate and displayed an error code "fail 128". There was no patient involvement.

Event description:
It was reported to philips that the battery (19231-0461-p) failed to calibrate and displayed an error code "fail 128". There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in two led indicators illuminating, suggesting a partially charged battery. Upon evaluating the returned battery, it was found that the battery was recognized and able to charge in both the mrx heartstart and cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a device. However, although the component was able to properly charge and calibrate, the battery manufacturing status ¿cal_en¿ was flagged in reset mode upon receipt and remained unchanged even after calibration. Due to this abnormality, the component was determined to be faulty and was scheduled to be returned to the vendor. Upon response from the vendor, it was clarified that the battery manufacturing status ¿cal_en¿ in its disable/enable state is not indicative of a component malfunction. Manufacturing status, in its disable state, is an indication that the gas gauge is not allowed to enter auto-calibration mode for battery safety purposes. As such, there was no sign of a component failure and the battery was deemed to be fully function. No further evaluation was requested.

Manufacturer narrative:
Additional information provided, updated section b5 with vendor analysis. Updated h6 codes to reflect vendor analysis results. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Additional information provided, updated with failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated codes to reflect component return.

Event description:
It was reported to philips that the battery (19231-0461-p) failed to calibrate and displayed an error code "fail 128". There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in two led indicators illuminating, suggesting a partially charged battery. Upon evaluating the returned battery, it was found that the battery was recognized and able to charge in both the mrx heartstart and cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a device. However, although the component was able to properly charge and calibrate, the battery manufacturing status ¿cal_en¿ was flagged in reset mode upon receipt and remained unchanged even after calibration. Due to this abnormality, the component was determined to be faulty and was scheduled to be returned to the vendor.